Event description:
Caller states she tested 4.7 inr on the coaguchek xs system while a comparision lab returned as 3.6 inr. No treatment info provided. No adverse event reported. Requested return of suspect system, and replacement was sent.